Manufacturer narrative:
The hardware investigation of the returned .4mm core fiber 10mm tip found that the reported event was related to a physical damage issue. Visual inspection found that the tip of cooling catheter system (ccs) was melted. The test engineer measured n/mm of tip having melted and the tip appeared to be charred. The tester hooked flow up to the ccs to see if it leaked water and found it did not leak water during flow test. The tester also examined the returned laser diffusing fiber (ldf). The ldf of returned part looks normal in appearance. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested for suspect .4mm core fiber 10mm tip. No parts have been received by manufacturer for analysis. On 08/30/2016 a medtronic representative performed a thermal therapy system check-out, all areas passed. System performed as intended. On 09/27/2016 software investigation completed. Findings are that the reported problem was an issue with the catheter. Software is functioning as designed. - return requested for suspect .4mm core fiber 10mm tip. No parts have been received by manufacturer for analysis. This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" (april 2016). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a laser thermal ablation therapy procedure, the surgeon experienced an event. At the end of their second ablation, there was a sudden jump in the temperature, going from 70 degrees to 102 degrees. The laser turned off and no one was in the room, however, the temperature continued rising up to 163 degrees. The resident went into the room and moved the laser fiber, and with the laser still off and no one in the room, the temperature fluctuated. They removed the catheter and fiber, the tip of the catheter was charred and the laser fiber was undamaged. They took anatomical scans and the t2 showed a bright spot, where there appeared to be a void in the thermal therapy system scans. The surgeon opted to continue and they completed the ablation with no difficulties. The scans at the end of the scan showed the same void and bright spot in the t2. Surgeon was not sure what that might mean, however, testing of patient in recovery showed no change in cognitive behavior. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: per further engineering review, log file analysis and initial results from the inspected and returned devices show that the visualase software functioned as expected and that the temperature increase reported at approximately 11:05:07 a.m. Shown at locations (137,101,2) and (141,102,2) are due to changes in the mr phase and are not an increase in tissue temperature. In conclusion, the black pixels that appear as a signal loss area in the images indicate a loss of mr signal from this region. In proton resonance frequency thermometry, this is caused by dispersion of the individual proton¿s magnetic alignment. The rise in temperature shown in the temperature plots after the laser was turned off at approximately 11:05:07 a.m. At locations (137,101,2) and (141,102,2) is a phenomenon caused by the disruption of the mr phase alignment shown by the creation of the mr signal loss which is represented by the black pixelated region. The change in mr phase is calculated by the software to be a change in temperature. In this case, the change in mr phase causes the creation of the mr signal loss area and is not an actual change in tissue temperature. The fact that the lumen of the outer catheter was intact is an indication that saline did not leak into the tissue. A saline fluid leak needed to be considered as a possible cause but can be eliminated in this case since the outer catheter did not leak when evaluated. The other possible causes of mr phase change (blood, water from bodily fluids undergoing a phase change, tissue movement, and MRI signal to noise degradation) could not be further isolated in order to identify a single cause of the mr signal loss.